Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the system faulted. Prior to calling, the customer power cycled the system but the fault returned. The technical service engineer (tse) reviewed the logs and confirmed error 25521 pointing to the master tool manipulator right (mtmr). The tse informed the customer that the mtmr would require service. The tse had the customer bring in another surgeon side console (ssc) from their other xi system to continue with the procedure. The procedure was converted to another da vinci ssc and continued with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis confirmed that the arm faulted with error 25521 along axis 2 was reproduced during power up. The mtm will be repaired. A review of the logs showed an inguinal ¿ hernia unilateral procedure was performed on (B)(6) 2022 on system sk0869. Error logs confirm error 25521 and mid procedure restarts during this procedure. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 25521 ¿ link to esmh is down. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a system fault on the mtmr. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.